Event description:
User experienced problems with vancomycin qc recovery since installing the test several years ago. User reports falling out high on one vancomycin external proficiency survey sample in 2009. They received a survey result of 6.00 ug per ml. Acceptable survey range 0.00 to 4.90 ug per ml. The survey sample was repeated three months later using a new lot of vancomycin reagent, and recovered 4.35 ug per ml. Exact date of repeat testing not provided. User does not have any complaints with patient samples. The field service representative was unable to find a cause and could not duplicate the issue. He performed a pipettor check and fp photometer accuracy check. To verify analyzer performance, calibration and controls were run. Results were within specification.